Event description:
The reporter stated that the device result was 468 mg/dl compared the doctor's meter result of 75 mg/dl during a doctor appointment. A lab result was 85 mg/dl. No treatment occurred. The device was replaced and requested to be returned for evaluation.